Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra engine canister (canister) and penumbra engine (engine). During the procedure, the physician noticed that the canister would not create vacuum after being seated on the engine and none of the lights on the engine would turn on. Therefore, the canister was removed. The procedure was completed using a new canister and the same engine. There was no report of an adverse effect to the patient.